Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Final analysis on electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead via visual and x-ray inspections.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited high threshold and high pacing impedance. The atrial lead was repositioned, and multiple tests were performed however, parameters remained abnormal. The physician elected to not used the atrial and a new lead was implanted. The patient was stable throughout the procedure.